Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to pace impedance measurements of greater than 2,000 ohms. A new rv lead was implanted. No additional adverse patient effects were reported.